Event description:
A customer reported that the pump did not accept a new cartridge because it failed to sense any insulin when loading the cartridge. This issue required the cartridge to be removed and reinserted multiple times before it was accepted, leading to a significant waste of insulin and supplies. No adverse impact to the customer's blood glucose level was mentioned. The customer declined further troubleshooting, and no additional corrective actions were noted.